Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: is it really useful the harmonic scalpel in axillary dissection for locally advanced breast cancer? A case series. Author : g. Militello, p. De marco, n. Falco, k. Kabhuli, a. Mascolino, l. Licari, r. Tutino, g. Cocorullo, g. Gulotta. Citation: g chir. 2016; vol. 37(6): pp. 262-265. Seroma is one of the most common complications in the axillary lymph nodal dissection. In the study, the authors evaluated the outcome of patients using or not the harmonic scalpel ultrasonic scalpel (ethicon) according to a standardized surgical technique. From january 2011 to december 2015, a total of 120 patients underwent axillary dissection for breast cancer. Patients were divided in two groups: 60 patients (age range: 44 to 75 years old; belonging to the first group underwent harmonic scalpel (ethicon) dissection and patients belonging to the second group underwent classical dissection. In the first group, both the breast and the axilla time were performed exclusively with a harmonic scalpel after skin incision with a classic scalpel according to a standardized surgical technique using the harmonic scalpel (ethicon). In the first group, reported complications included seroma (n-4) which required aspiration after drainage and post-operative pain (n-3). Lymph-node sentinel biopsy is the gold standard in the study of axillary nodal status and this has led to a reduction in the number of axillary lymphadenectomy. Nevertheless, lymphadenectomy is sometimes necessary in cases of locally advanced disease. The most frequent complication is the onset of seromas. To reduce the incidence of this complication various techniques have been implemented including the use of the harmonic scalpel. The use of harmonic would appear to reduce the incidence of seroma not significantly and the total volume of drainage significantly, despite higher costs compared to the classical technique.